Event description:
It was noted that this patient with a cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise that was being oversensed resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. Impedance measurements were noted to be within range. Technical services noted that the noise appears to be insulation type of noise. Additionally, there is a known non-boston scientific left ventricular (lv) lead fracture. Technical services provided programming options. Additional information was received which reported fluoroscopy was performed and found that this lead was fractured. There was a sharp increase in pacing impedance measurements and thresholds. Tachy therapy was programmed off. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.